Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer's blood glucose (bg) level was a "little high"; however, the customer was unable to provide a bg value. During troubleshooting with tandem technical support, the customer stated that bg level was not in a range that would require assistance or to test for ketones. It was confirmed that the customer had multiple injections as a backup method of insulin delivery available.